Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was inserted into the left hepatic duct after cannulation. When the stent was attempted to be inserted and the guidewire was pulled slightly, the hydrophilic tip of the jagwire guidewire was detached inside the patient exposing the tip of the metal corewire. The detached tip was removed using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was inserted into the left hepatic duct after cannulation. When the stent was attempted to be inserted and the guidewire was pulled slightly, the hydrophilic tip of the jagwire guidewire was detached inside the patient exposing the tip of the metal corewire. The detached tip was removed using forceps. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.